Manufacturer narrative:
Manufacturer's root cause investigation concluded the probable cause of failure was device interaction with concomitant device and device handling.

Event description:
The shaft of the minnie catheter detached from the hub. No additional information was obtained from the account.